Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (20 mg/ml, 4.080 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain. The patient's medical history included parkinson's and early-onset alzheimer's. It was reported that the patient had increasing complaints of confusion. The clinical diagnosis was possible medication side effects. The programming date from the most recent refill prior to the event was (B)(6) 2015. Diagnostics included examination on (B)(6) 2015, which revealed increased confusion; and it was noted the intrathecal regimen may be a factor. Interventions included the hcp recommended a pump decrease, but the patient refused. The etiology was reported as possibly related to the device or therapy; not related to the implant procedure; possibly related to the intrathecal drug. The drug action that caused the event was reported as "increase dose". The outcome was ongoing.